Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level was 259 mg/dl, reportedly, the customer would change the infusion set tubing to resolve the issue and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.